Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was suspected to have had a ventricular tachycardia that was detected as supra ventricular tachycardia - atrial fibrillation (svt-af). Reprogramming was performed and a new template was collected. The device remains in use. No patient complications have been reported as a result of this event.